Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple occlusion alarms. There was no reported impact to the customers blood glucose level. Reportedly, the customer would change out supplies to clear the occlusion alarm and insulin delivery was able to resume.